Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a wash concentrate leak in the hydro area of the synchron lx 20 pro system. No one was injured by the spill and medical attention was not sought. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
Bec customer technical support (cts) directed the customer to clean the float switch sensor. The customer performed a full system shutdown. The customer was instructed to call back if this troubleshooting did not correct the issue. The customer called back because they were getting pressure errors after bootup. A bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced tubing #126, a t fitting, miniature restrictor fitting, a quick connect fitting, a y fitting, and the air pump / compressor assembly. The customer has not contacted bec with requests for further assistance for leaking in the hydro. (B)(4).